Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received "the cement used for the pose of a knee prosthesis remained very sticky after 1 minute. It was necessary to be kneaded longer at the risk of solidifying before correct placement of the implants. No patient consequence." Lot: 4047293. Manufacturing date: 11 jan 23. Expiry date: 31 dec 25. Quantity: (B)(4). There are no non-conformances associated with this batch. The retained samples were tested in a temperature and humidity-controlled laboratory the cement mixed and behaved as expected for the product type and met the appropriate control specification (ref ms-005 bone cement: master specification: depuy cmw 2g gentamicin bone cement). Setting time was tested using tmt150. The recorded setting met the control specification of 04 min 00 sec to 06 min 00 sec as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product number - 3325020, lot number - 4047293 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a.what was the storage temperature of the cement prior to usage? About 22°c. B.what was the or temperature during the use of the cement? About 20°c. C.how was the cement prepared for use? Appropriate powder and liquid mixture. D.what equipment was used to prepare/mix the cement? Using a cement bowl and a spatula. E.what was the timing to mix and the time between mixing and setting? Usually about 1 minute. Much longer in this case.

Event description:
It was reported that the cement used for the pose of a knee prosthesis remained very sticky after 1 minute. It was necessary to be kneaded longer at the risk of solidifying before correct placement of the implants. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.